Event description:
It was reported that the lead exhibited low impedance, high thresholds and a sensing anomaly. X-ray indicated that the lead was damaged. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.